Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular (lv) lead became dislodged during a right ventricular lead repositioning procedure. The lv lead could not be placed in a satisfactory location, so it was removed.